Event description:
Pt was connected to crrt and the line became disconnected at the site of the return line where the stopcock is positioned to connect the IV line infusing the calcium gluconate. Pt lost approximately 2 units of blood within a 10 minute period and became hypotensive. No alarm is able to detect this loss of blood. Subsequently had mi inferior. Also developed complete transverse myelopathy at roughly the t5 level.